Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'powering down on own' which were verified through a review of the event history log by the multiple presence of 'improper shutdown!' Messages but was unable to be recreated during evaluation. The cause was determined to be a depressed pins on the rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was powering down on his own even if battery was fully charged. There was no known patient injury, or medical intervention associated with this event. No additional information is available.